Event description:
It was reported to philips that the device was crashing during the examination, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The coronary diagnostic procedure was completed by restarting the system with a delay. The philips field service engineer (fse) visited onsite and confirmed that the image storage was not available, and system would not expose. Upon troubleshooting, fse found errors with both frontal and later ippc along with hard disk. The philips engineer replaced both frontal and lateral ip pc's along with lateral hard disks, installed software on lateral system and transferred disks on frontal system. Following replacement and repair actions, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome.